Manufacturer narrative:
(B) (4): the implantable neurostimulator and leads have been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is completed.

Event description:
The implantable neurostimulator was explanted from a donor (the patient) and returned to the manufacturer per federal regulations. The organization did not have any info regarding the implantation of the device and noted that it was not being returned under any type of warranty claim. Additional info has been requested from the pt's last known physician.